Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Received email from nurse who reported that a patient complained of palpitations every time he would lay on his right side initially which resolved when he turned onto his back. Nurse spoke with the radiologist who said that the position of the catheter was good and not the cause of the palpitations. However, the palpitations continued so the nurse pulled back the catheter 1 cm which resolved the problem. The nurse figures the catheter was tickling the right atrium.